Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass digital controller was analyzed by enercon technologies, and a visual evaluation noted that the front panel had physical damage. Both y/c video outputs were damaged. Top and bottom covers had cosmetic damages. A functional evaluation noted that the flex cable from catheter interface printed circuit board (pcb) to camera pcb was disconnected. Both y/c video connector, flex cable, front panel, keypad, top cover, cover gasket, 60 mm cooling fan, light-emitting diode (led) pcb, connector socket, retention tongue and electrostatic barrier of light engine were replaced. The catheter interface contact was cleaned. Light engine calibration was performed and a test was performed. An electrical safety test was performed and the unit passed all tests. The reported event was confirmed. Damaged components were replaced and cleaned, and the unit passed all tests. It is possible that these conditions could be a result of reprocessing the unit over time. Based on the described device condition, the probable cause selected for this complaint is cause traced to maintenance, which indicates problems traced to improper routine or preventative maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyglass ds digital controller was used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed in the common bile duct (cbd) on february 08, 2021. During the procedure, the spyglass controller kept rebooting. The controller did not stay on long enough to test with a spyscope. They tried 2 different power cords and plugged the controller into 3 different power sources; however, the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass ds digital controller was used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed in the common bile duct (cbd) on (B)(6) 2021. During the procedure, the spyglass controller kept rebooting. The controller did not stay on long enough to test with a spyscope. They tried 2 different power cords and plugged the controller into 3 different power sources; however, the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.